Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. T-wave oversensing identified in ventricular tachycardia (vt) nonsustained episodes 540-544. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Reprogramming was discussed and the lead remains in use. No patient complications have been reported as a result of this event.